Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there were scratches on the screen which affected the ability to read the screen, diminished battery life, rejected new battery, squirted out insulin during priming, random no delivery alarm and experienced e code. The insulin pump will not be returned for analysis.